Event description:
Event description guidant received information that the implantable cardioverter defibrillator (ICD) was sensing noise on the rate/sense and shocking channels resulting in pacemaker inhibition. The noise could be recreated with patient isometrics. All lead measurements were within normal limits.